Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 500 mg/dl and vomiting. Found that the cannula never penetrated the skin, and was laying flat against her skin under the adhesive. Nothing further was reported.